Event description:
It was reported that during an in-clinic follow-up, the patient experienced muscle stimulation. A dislodgement of the right ventricular (rv) lead was suspected. No intervention was performed. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
Lead serial number should be (B)(6) rather than (B)(6), and patient information should be as included in this supplemental report rather than the previously reported information.

Event description:
New information noted that the right ventricular (rv) also exhibited failure to capture. The right ventricular lead was explanted and replaced. The patient was in stable condition.